Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that unstable speed occurred. The target lesion was located in the coronary artery. A 2.25mm rotalink¿ plus was selected for use. During the procedure, it was noted that the rotation speed of the device was unstable. No patient complications reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine is corroded. Product analysis confirmed the reported event due to the melted ultem. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was reported that unstable speed occurred. The target lesion was located in the coronary artery. A 2.25mm rotalink plus was selected for use. During the procedure, it was noted that the rotation speed of the device was unstable. No patient complications reported and patient's status was good.